Event description:
Subsequent to the previously filed initial report, additional information was received: according to the death certificate, the patient died on (B)(6) 2014. The cause of death was respiratory failure and congestive heart failure. The investigator (study physician) has now reported that he is unable to assess the device relationship to this event.

Event description:
Subsequent to the previously filed final medwatch report, additional information was received indicating the patient's date of death was on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated event date (reported as unk/unk/2014). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This death occurred during a clinical trial and the physician's relationship of death to the device has not been provided. It was reported that, on (B)(6) 2010, one mitraclip was successfully implanted reducing functional mitral regurgitation (mr) from grade 4 to 1. On an unknown date in 2014 the patient died. The cause of death was not provided. The investigator's assessment of relationship of the device to the death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of death and date of event corrected from (B)(6).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances for this reported lot. The reported patient effects of death, worsening heart failure and respiratory failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.